Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with a significant refractive error. No remedial action has been taken by the healthcare facility at this time. The surgeon and the patient will discuss next steps. Rayner has been advised that explantation and supplementary lens implantation are options for correcting the visual outcome in this case and that there will likely be another patient review in approximately 4 weeks time. There is insufficient information available at this time to determine the cause of the post-operative refractive error. It is possible to consider a number of causes including but not limited to; capsular bag distension syndrome (cbds) (i.e. Capsular block syndrome), lens position within eye (incorrect orientation, incorrect implant axis), wrong a-constant used to calculate required lens power, a-constant needs to be optimised, incorrect biometry, incorrect lens selection or incorrect power lens implanted. Rayner has requested that in the event the lens is explanted that it be retained and returned for evaluation. Follow-up with the account to obtain additional information to facilitate further investigation of the event is ongoing. "Deviation from target refraction" is listed in the "adverse events" section of the rayone preloaded hydrophilic acrylic iol injection system IFU. A review of existing vigilance data confirms that this is an isolated incident. No other reports, of any nature, have been received against the rayone toric rao610t batch 108126198.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its german affiliate company of an event that occurred following implantation of a rayone toric rao610t. The event description provided states that post-operatively the patient presented with a significant refractive error.